Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor could not be located. After further analysis it was determined that the device had eroded and came out of the pocket. The specific date for this was not known. A new insertable cardiac monitor was implanted and the physician stitched and glued the incision. The field representative was educated on how to update the settings and re set up the mobile monitor. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor could not be located. After further analysis it was determined that the device had eroded and came out of the pocket. The specific date for this was not known. A new insertable cardiac monitor was implanted and the physician stitched and glued the incision. The field representative was educated on how to update the settings and re set up the mobile monitor. No additional adverse patient effects were reported.